Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct device inspection results documented in h10 of the initial. Correction: the device was returned to olympus for evaluation and the customer¿s allegation (power turned off when the scope was inserted in the body) was not confirmed. However, inspection found the following reportable malfunction: if you swing the camera cable up or down, the image will not be shown. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of the customer's complaint could not be identified because the failure was not replicated. However, when the camera cable was shaken up and down (in the direction that the connector is fixed by the locking mechanism), the image was not shown, and it was confirmed that the lock of the video connector receiver was not effective. Therefore, it is likely that the poor contact caused by the failure of the video connector receiver was the cause of no image. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The device evaluation found image processor or light source power issue/switch/button problems. Power unit malfunction found. Video connector socket failure was detected. The battery on the printed circuit board had run out and battery consumption issue was found. Bottom foot rubber was worn out. The investigation is ongoing. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported to olympus, the visera elite video system center power turned off when the scope was inserted in the body. The issue was found during therapeutic endoscopic sinus surgery. The procedure was completed using a similar device with a 5 minutes delay. There were no reports of patient harm. Related patient identifiers : (B)(6).